Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant door alarm as a door not fully latched alarm while attempting to load a set. Eval determined the cause to be a loose upper link screw. The link screws were replaced.

Event description:
It was reported that a spectrum pump constantly displayed a "door alarm." It was also reported there was no pt involvement.